Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a heparin pre-filled syringe. The customer states that a male pediatric pt has a blood infection. The infection is pseudomonas fluorenscens putida. The pt is currently on IV antibiotics for treatment, the pt is being treated for x-linked adrenal lucu dystrophy. The icp is unaware when the heparin was first administered. The infection only showed itself after the heparin was administered. On (B)(6) 2010 was when the first culture showed the positive results for the infection and it grew two more times on the (B)(6) 2010.

Manufacturer narrative:
Submit date: (B)(4) 2010. Based on our steam sterilization process, it is not likely that this type of organism would be contained in the syringe; however an investigation is currently underway, upon completion the results will be forwarded.